Manufacturer narrative:
One single use aspiration needle, vizishot 2 flex, model na-u403sx-4019, lot number fr837490 was returned to the service center for evaluation. The reported event was for an observation of an odd sound when the specimen was being expelled from the device and the specimen came out of the sheath and not the needle. It was reported only little to none of the specimen was excreted onto the glass dish. It was observed that the returned condition device was received in a poly bag and not the original device packaging. Upon visual inspection of the returned condition device it was observed that the pebax layer, approximately one inch from the distal end from the spiral cut needle, was missing. When retracted the pebax is proximal to the laser cut hypotube (lch). It was observed there was no damage to the spiral cut needle, lch or outer sheath during visual inspection. It was attempted to replicate the malfunction failures in multiple orientations and all were unsuccessful. The device history record (DHR) was reviewed and all records indicate that the product was manufactured without any nonconformance reports (ncrs), or deviations for the (B)(4) units manufactured, under the same lot number for the same reported event. Based upon the evaluation of the returned condition device, it could not be determined the root cause for the reported malfunction. A review of the DHR indicated that all manufacturing specifications met final release criteria, and did not attribute to the reported event. This reported event will be continued to be monitored for this product for trending activities.

Event description:
A report was received at the service center for two vizishot 2 flex aspiration needles (na-u403sx-4019), both from the same lot number fr837490, that malfunctioned during a procedure on one patient. This is for the first needle that malfunctioned during the unspecified procedure. It was reported that a 19g ebus needle was used to puncture a lymph node; when the needle was removed from the working channel and the specimen expelled on to a glass dish, little to none of the specimen came out of the needle tip. An observation was noted that a strange noise was made, and the specimen ¿flew out¿ of the sheath portion of the device and not the needle. It was not reported if the intended procedure was completed and the outcome of the patient. It was not reported the type and model number of the scope used during the procedure. This is report 1 of 2.